Event description:
A 16 mm diameter x 8.5 cm length aneurx iliac stent graft was inserted into a pt for treatment of an abdominal aortic aneurysm. It was reported that the stent graft was correctly placed for deployment without the use of an introducer sheath. While the physician was deploying the stent graft approx at a quarter of the way, it was noticed that the physician's glove was caught between the strain relief and the stent graft sheath cover. The physician pulled the glove out and the stent graft moved covering the hypograstric artery. The physician elected to remove the delivery handle and inserted a 16 fr introducer sheath over the stent delivery catheter capturing the two of the three-stent graft rings that had been exposed. The introducer sheath with the delivery system contained inside was removed as one unit. The physician used another aneurx iliac stent graft of the same size to complete the case. The pt was reported to be fine. The device was discarded by the user facility.